Event description:
It was reported that occlusion alarms occurred. There was no adverse impact to the customer's blood glucose level. Tandem technical support guided the customer through a series of corrective actions, including disconnecting tubing, tightening the t:lock, and delivering boluses. The occlusion alarm recurred during the process. The customer was ultimately instructed to replace supplies as necessary and resume insulin therapy, which successfully resolved the issue.